Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 771 mg/dl. It was stated that the customer was working outside in hot weather. Reviewed the programming and found that his daily totals average was about 36.0 units, but the day prior to the event, the daily totals was 76.0 units. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.